Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No frozen screen noted. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the insulin pump froze. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 121 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)